Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Device history lot- part: 310.284, lot: 9346497, manufacturing site: (B)(4), release to warehouse date: 01/26/2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the locking compression plate (lcp) drill bit with stop did not cut well. It was unknown when the issue occurred. There was no patient involvement. This report is for one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).